Event description:
Customer reported that their linear endoscopic ultrasound scope was in use during a patient procedure. When the physician wanted to perform a biopsy, they felt resistance in the instrument channel. As a result, scope was withdrawn from patient and an axios stent was found inside the scope channel. A boston scientific axios stent had been used the week previously in another patient's procedure, but was unable to be deployed as that patient's deteriorating status led to a code blue being initiated. After the code, the physician and nurse involved in the case had asked mdrd staff to brush the scope to find the missing stent. Mdrd staff reported flushing and testing the scope as requested and reported no stent had been found. This event occurred at the time of during use. There was no report of patient harm.

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information.

Manufacturer narrative:
Correction information: g6: follow up #1 h2: if follow-up, what type? H3: device evaluated by manufacture h6: coding changed based on the investigation result. H4: device manufacture date. Evaluation summary: based on the content of the report, it was determined that the cause of this incident was a miscommunication within the facility. (The doctor realized that the stent was clogged in the duct of the endoscope and instructed the cleaning staff to remove the stent by ""brushing"", but the cleaning staff performed ""flushing"" and the staff reported that the stent was not found.).